Event description:
It was reported that on chest x-ray the right atrial (ra) lead was found to be dislodged into the lower right atrium. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m62 implantable tachy lead 2013 (B)(6). (B)(4).